Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that upon sensor removal due to a sensor error, patient thinks that sensor wire was still underneath her skin. Patient also reports that the skin at the insertion site is red and tender. At the time of her call to dexcom technical support, patient had scheduled an appointment with her dermatologist but was feeling fine.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.